Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized on (B)(6) 2014 due to having high blood glucose, being sick and throwing up for two days. Customer declined being transferred to 24 hour helpline.